Event description:
It was reported that the device could not be interrogated. Two different programmers were attempted without success. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported no communication was confirmed. Communication with the device was not successful. A longevity calculation was performed based on program settings and usage data and the device was found not to meet its longevity requirement. With an external power supply, the device tested normal and all specifications were met. No source of high current drain was found. The battery was sent to the manufacture. No anomaly was found. The cause of battery depletion could not be determined.